Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged, and subsequently the pump shutdown. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. The customer administered a manual injection to treat the high bg. The customer reverted to an alternate method of insulin therapy.